Event description:
Discordant calcium results were obtained on an advia 1800 for one pt. The initial result was reported to the physician. The samples were rerun on a different advia system and a corrected result was reported. There were no reports of pt intervention or adverse health consequences due to the discordant calcium results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. After analysis of the instrument and instrument data, the fse determined that the cause of the discordant calcium results was a malfunctioning dcev valve. The valve was replaced. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.